Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information received. Sections b5 and h6 (health effect - impact code) were updated.

Event description:
It was reported that, during a rotator cuff repair surgery, the twinfix ultra anchor broke. The rotator cuff repair surgery was resumed with a non-significant delay, using an equivalent s+n back up. All the pieces were removed from the patient using tweezers. No further complications were reported.

Event description:
It was reported that, during a rotator cuff repair surgery, the twinfix ultra anchor broke. The rotator cuff repair surgery was resumed, using an equivalent s+n back up. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor has been cut from the sutures and was not returned. The fork tips on the distal insertion tube are bent. Bio debris is present. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.